Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that a leak inside the reagent carousel of the dxc 800 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and reseated the tubing on the reagent probe wash collar. This resolved the issue. No further issues were reported.